Event description:
Event description boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was inhibiting right ventricular (rv) pacing. This inhibition of pacing occurred for several seconds throughout the day. No noise was noted on the electrogram (egm) and all lead measurements were confirmed to be normal. The realtime egm confirmed farfield oversensing of p-waves in the rv. As a result, the rv automatic gain control (agc) was reprogrammed to least, which resolved the issue. No adverse patient effects were reported. The patient was hospitalized for a cranial bleed.